Event description:
Sorin group received a report that during setup and prime, the clinician noticed a leak on the recirculation line on the arterial outlet of the oxygenator. The line broke off at the connection site. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d901 lilliput oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during setup and prime, the clinician noticed a leak on the recirculation line on the arterial outlet of the oxygenator. The line broke off at the connection site. The sample and photographs were returned to sorin group (B)(4) for evaluation. Visual inspection confirmed that the port of the recirculation line by the blood outlet port was completely broken off at the base. No significant whitening or deformation was observed in the material at the break site. Further inspection did not highlight any damages or obvious defect. Review of the device history record did not show any information related to this issue. This unit belongs to a lot of oxygenators of more than 500 units and there have been no reports of similar breakage in the lilliput oxygenators in the last 3 years. The unit was returned in a box so inspection of the original packaging could not be performed. Sorin group (B)(4) stated that based on the low occurrence, the problem is believed to be improper handling of the unit after release. Sorin group (B)(4) will continue to monitor the market.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the d901 lilliput 1 new born hollow fiber oxygenator. The incident occurred in (B)(4). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during setup and prime, the clinician noticed a leak on the recirculation line on the arterial outlet of the oxygenator. The line broke off at the connection site. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.